Manufacturer narrative:
The actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the provided pictures did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent an air leak test, and a leak was observed at the level of the discharger ring. The reported condition was verified. The cause of the event was due to the line not being assembled correctly inside the ring. The lines of the set including spikes are provided by one of our internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with one unit of prismaflex st150 set, leaking was observed. It was further reported that the leak came from "where the line clips into the discharger ring" on the control unit was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.